Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported, during surgery for variax elbow, the 2.7mm screw was inserted, the surgeon was drilling the screw hole with a 3.5mm drill intended of a 2.7mm drill. It was noticed on x-ray after surgery that the third screw from the proximal backed out. Revision surgery is not scheduled. Surgeon commented that the reason for the back out was too much angle of the screw.